Event description:
The user facility reported the fracture of the luer connector at the level where it connects to the ventricular catheter. The fracture occurred a few hours after placement on the patient. No patient consequences were reported. The device was discarded by the user facility. The sales representative visited the hospital and opened a device from the same lot number and fractured the luer connector when a torsion was applied. This device is being returned for evaluation.